Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the charge coupler device unit, a scope error (e237) occurred. Due to a short circuit of the circuit board unit, the scope malfunction error (e218) occurred. The most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the scope error (e237) and scope malfunction error (e218). There was no patient involvement.